Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced air in the patient line (pd cassette) during set up for pd therapy. The air was observed during prime and the patient was not connected at the time of the event. The cause of the air in line was not reported. A baxter technical service representative assisted the reporter to stop the set-up, check the patient line and to perform the prime again. No further issues were reported. There was no patient involvement. No additional information is available.